Manufacturer narrative:
(B)(4). The event is currently under investigation. More information will be provided upon conclusion.

Manufacturer narrative:
Once in the theatre (surgery), an angio run confirmed a leak through the graft as contrast flowed through the graft and into the aneurysm sac. The physician used a cook pta balloon to drag the leg extension distally below the main body flow divider as it was sifting proud and would make it difficult to place a body extension across the problem area. After this was done a cook low profile aaa endovascular graft body extension was placed over the area where the leak appeared. The deployment was very poor due to the lack of a proximal attachment wire and partially covered the top of the contralateral/left side. Afterwards a wire was able to be passed up and a pta balloon inflated which seemed to force the low profile aaa endovascular graft slightly proximally and straighten it so that it was no longer covering the contralateral flow. The finishing runs showed the leak had subsided but the left leg flow was very compromised. Therefore a cook spiral-z aaa iliac leg graft was placed and ballooned which reestablished flow. The physician was concerned that there was still a large piece of thrombus between the distal extent of the spiral-z aaa iliac leg graft and the sheath that was in place. He placed a bare metal stent 10 mm x 40 mm which seemed to force the thrombus into the left internal iliac largely occluding it. The physician stated that this was preferable to it travelling further distally, and hoped the compromised internal iliac would not give the patient further issues. Apart from the previously deployed graft, no part of the device remained inside the patient. Event eval: based on the information provided, the patient previously had a zenith tffb main body graft placed in (B)(6) 2010 approximately four years post-implant, a type 3 endoleak developed and the patient was treated with placement of a main body extension which resolved the endoleak. During investigation, a review of complaint history, device history record, instructions for use (IFU), quality control, and specifications was conducted imaging from the case was also obtained and reviewed. Imaging was returned for review and was forwarded for expert clinical review. The cta and angiography demonstrate aneurysm rupture from a 6 mm hole in the right posterior main body fabric, adjacent to two calcifications (measuring 7x7x7 mm and 9x12x5 mm) the hole was in between two inferior main body stents the hole was excluded reintervention with placement of a body extension the fabric erosion likely occurred due to the adjacent calcification the zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user specifically, design verification testing included water permeability testing, migration resistance testing, and radial force testing the results met the acceptance criteria. The IFU provides instructions for use, contraindications, warnings and precautions regarding the appropriate method of use specifically, it states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." The manufacturing records were reviewed, and nothing of note was observed. Based on the investigation evaluation, there is no indication that a design or process related failure contributed to this event. Most likely, the fabric wear was caused by the adjacent calcification the appropriate internal personnel have been notified cook will continue to monitor for similar events.

Event description:
An (B)(6) male pt, who had previous evar repair of aaa on (B)(6) 2010 was presented to emergency with back/abdominal pain. A CT revealed what appeared to be a leak through an existing cook graft at the level of the main body, approximately 4cm below the fabric edge. Once in the theatre (surgery), an angio run confirmed a leak through the graft as contrast flowed through the graft and into the aneurysm sac. The physician used a cook pta balloon to drag the leg extension distally below the main body flow divider as it was sitting proud and would make it difficult to place a body extension across the problem area. After this was done, a cook low profile aaa endovascular graft body extension was placed over the area where the leak appeared. The deployment was very poor due to the lack of a proximal attachment wire and partially covered top of the contralateral/left side. Afterwards a wire was able to be passed up and a pta balloon inflated which seemed to force the low profile aaa endovascular graft slightly proximally and straighten it so that it was no longer covering the contralateral flow. The finishing runs showed the leak had subsided but the left leg flow was very compromised. Therefore, a cook spiral-z aaa iliac leg graft was placed and ballooned which reestablished flow. The physician was concerned that there was still a large piece of thrombus between the distal extent of the spiral-z aaa iliac leg graft and the sheath that was in place. He placed a bare metal stent 10 mm x 40 mm which seemed to force the thrombus into the left internal iliac largely occluding it. The physician stated that this was preferable to it traveling further distally, and hoped the compromised internal iliac would not give the pt further issues. Apart from the previously deployed graft, no part of the device remained inside the pt.